Manufacturer narrative:
Device had unresponsive up buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, failed battery test alarm or prime/fill anomaly due to unresponsive button. Device had broken battery tube threads.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were harder to press. Customer stated that the insulin pump rejected new batteries. The insulin pump will not be returned for analysis.